Manufacturer narrative:
G2: foreign country - japan. H3, h6: the 9733457 probe, lot number: 170905, was returned to the manufacturer for analysis. There was physical damage. The probe bent, otherwise it was fully functional. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the probe, which was returned due to the end of the loan period, was found to have a deformed tip during the acceptance inspection. No patient was present at the time of the event.